Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent, one nc euphora balloon and one launcher guide catheter were used to treat a lesion in the 2nd obtuse marginal artery. On the procedure form, it is reported that the patient suffered from thrombosis which was treated with a thrombectomy using a non mdt device.